Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: per patient's surgeon, the device was not explanted; the device was only repositioned. The implanted device remains. This report is filed (B)(4), 2011. Implanted device remains.

Event description:
Per the clinic, the surgeon reported device migration resulting in the decision to explant the device. The device was explanted (date not reported) and the patient was reimplanted with another device during the same surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.